Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 5mm from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 77% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left circumflex artery. After pre-dilation was performed with a 2.0x20mm maverick balloon catheter, a 3.0x16mm synergy ii drug-eluting stent was advanced for treatment but underexpanded. A 3.00mm x 12mm nc emerge balloon catheter was then advanced for post dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. There were no balloon pieces left inside the patient's body and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 77% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left circumflex artery. After pre-dilation was performed with a 2.0x20mm maverick balloon catheter, a 3.0x16mm synergy ii drug-eluting stent was advanced for treatment but underexpanded. A 3.00mm x 12mm nc emerge balloon catheter was then advanced for post dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. There were no balloon pieces left inside the patient's body and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.